Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to an atrial driven arrhythmia detected as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right ventricular (rv) lead had impedance warnings in the rv coil and the superior vena cava (svc) coil. The lead remains in use. No further patient complications have been reported as a result of this event.